Manufacturer narrative:
A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. Development of infection at the sensor insertion site is a known and anticipated potential adverse effect. The user reported an infection at the insertion site, describing a red area with "something purple" coming out of it but no associated pain. The user's hcp confirmed the site was infected. According to the user, symptoms first appeared on (B)(6) 2025. No additional infections were reported. The user's hcp is aware of the event, and no medication was prescribed. Per dms, the user has not been using the system since (B)(6) 2025 and is in the process of having the sensor removed.

Event description:
Senseonics was made aware of an incident where user reported an infection on the insertion site, with a red area with "something purple" coming out of it but no pain, which was confirmed as an infection by the hcp. According to the user, the symptoms first appeared on (B)(6) 2025. No other infections were reported. User's hcp is aware of the event, no medication was prescribed. Per dms, user is not using the system since (B)(6) 2025 and is having their sensor removed.